Event description:
The customer reported that the system displayed an x-ray disabled shutdown error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.